Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable.

Event description:
During use, the processor crashed frequently, the control panel failed and responded slowly. The user changed another one to use and contacted device department to repair. No harm was caused to the patient.

Manufacturer narrative:
Correction information g6: follow up #1. H6: coding changed based on the investigation result. Because of long-term use, the aging electronic components of panel or other external factors caused processor defect. Replaced the pcb for video and hd by the third party and returned to the hospital